Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported on (B)(6) 2019 that upon removal a tampon fell apart. She used her fingers to check for tampon pieces and did not feel any pieces remaining inside.